Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the sipap unit monitor value of continuous positive airway pressure (CPAP) was 0cmh2o at 9lpm. The monitor tube have loose connection. The customer reported that there is no patient involvement associated with this reported event.